Manufacturer narrative:
The device was returned to olympus for inspection. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the connection between the bending section and the distal end is detached. There was no patient involvement.